Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Unclear when pericardial effusion (pe) happened. It was noticed when the blood pressure decreased after switching to the ablation catheter. Mapping of approx. 90 minutes was done before. A small amount of blood was found in the pericardium which was removed by pericardial puncture. Patient was stable after leaving the lab. Physician said clearly that biosense webster products were not the cause of the pe. The physician¿s opinion on the cause of this adverse event: procedure rv perforation during vt-mapping. The patient required extended hospitalization because of the adverse event: due to need for pericardial drain. There was no evidence of steam pop. Force visualization: dashboard, vector, visitag with the visitag module parameters for stability: 3mm, 3sec, 3g, no additional filter used with the visitag. Color options was time, but no ablation was done until the pe was noticed. A transseptal puncture was not performed. Prior to noting the CT ablation was not performed. The event occurred during mapping phase. Irrigated catheter was used in the event and the flow setting: recommended flow settings of 2 ml/min, 17ml/min and 30 ml/min. The correct catheter settings were selected on the generator. No error messages observed on biosense webster equipment during the procedure. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
On 29-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that an unknown patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Unclear when pericardial effusion (pe) happened. It was noticed when the blood pressure decreased after switching to the ablation catheter. Mapping of approx. 90 minutes was done before. A small amount of blood was found in the pericardium which was removed by pericardial puncture. Patient was stable after leaving the lab. Physician said clearly that biosense webster products were not the cause of the pe. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smarttouch catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30467862m number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).